Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple insulin pump error. Troubleshooting was performed. Customer advised the insulin pump did not rewind and the issue remained unresolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing. However, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.